Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, inappropriate auto mode switch was observed due to oversensing noise on the lead. The physician reprogrammed the device to reduce the oversensing.